Event description:
It was stated that the customer was hospitalized with diabetic ketoacidosis and a blood glucose reading of 31 mmol/l. It was stated that the customer tried to bolus several times when the blood glucose levels were high, but the customer never changed the infusion set or gave a manual injection to treat. Troubleshooting was performed and there were several low reservoir alarms in the alarm history. No further troubleshooting was performed as the hospital discarded the tubing and reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.